Event description:
It was reported that while the surgeon was inserting imf screw, that on the last turn to tighten the head of the screw broke off. The piece was retrieved but the shaft of screw remains implanted.

Manufacturer narrative:
Additional information: implant date reported in error; only the shaft of the screw remains implanted. Manufacturing site address is unknown (B)(4).

Event description:
This is report 1 of 1 for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.